Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. The customer treated the high blood glucose with bolus from insulin pump. It was unknown whether the customer was using automode feature or not at the time of event. Patient also reported 2 sensors that failed including the one currently inserted to his body because it was not connecting at all to the pump. The customer declined troubleshooting but sensor issue was resolved. The insulin pump will not be returned for analysis.